Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had their ins for 7 years, they would turn it off for a couple hours each month, then restart at a lower stimulation rate. It was reported that the patient couldn't seem to remotely turn the device back on. They had attempted changing the batteries in their remote control. Patient further reported that 2 years prior they had fallen and hurt their back. Their urogynocologist had checked their device for defect or migration and the implant showed it had more than 80% battery life left according to the universal remote. Patient was wondering if they needed a new remote or if their implant battery was dead. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient had not yet notified their healthcare provider about the reported issues. The cause of not being able to turn the ins on had not been determined and no actions/interventions had been taken. They had not experienced any symptoms and no device issues had been found. The fall they had reported was due to misstep, not caused by or related to the device.